Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that during maintenance on his olympus halogen light source, the fan was found not functioning properly. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned for evaluation, during the evaluation the fan was not working and was replaced. A dent on the rear panel was found causing a gap near the power inlet. In addition, a minor dent was observed on the top cover and chassis. The standby lamp was missing as well as the caution plate. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately over 13 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the indicated phenomenon likely occurred due to a faulty ap board and a faulty fan. Olympus will continue to monitor the field performance of this device.